Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system had migrated. The right ventricular (rv) lead and the right atrial (ra) lead were not sewn to the patient. The leads were removed and new leads was implanted. The device was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system had migrated. The right ventricular (rv) lead and the right atrial (ra) lead were not sewn to the patient. The leads were removed and new leads was implanted. The device was revised and remains in use. No patient complications have been reported as a result of this event.